Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.the additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that bilateral suture placement in the right and left common femoral arteries (rcfa and lcfa) was attempted with seven prostyle devices using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the suture was pulled out of the artery [cuff miss] for all seven devices. Four failed in the lcfa and three failed in the rcfa. The sutures of two new prostyle devices were successfully pre-placed at each access site. The sheath was upsized to an 18f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures at both access sites. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.